Manufacturer narrative:
A steris service technician arrived onsite to inspect the 3085sp surgical table and found the table to be operating properly. No issues were noted with the function or operation of the surgical table. The 3085sp surgical table was installed in 2005 and is serviced and maintained by the user facility. During the time of the reported event, the patient was positioned in reverse orientation with the table slide in extreme position towards the head section. Table accessories were also present during the time of the reported event. User facility personnel applied pressure to the patient and table while sliding the transfer board under the patient. The extreme position of the table, presence of table accessories and user facility personnel applying pressure to the patient and table, allowed the table base to lift off the floor. The steris service technician and account manager demonstrated to facility personnel, the sequence and cause of the reported event. In addition, in-service training was also conducted on the proper use and operation of the surgical table.

Event description:
The user facility reported the base of their 3085sp surgical table began to lift off the floor when facility personnel rolled the patient to position a transfer board under the patient. The patient was successfully transferred off the table and no injuries were reported.